Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, pain and hospitalization. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol ventrio st mesh (device #2). An additional emdr was submitted to represent the bard/davol ventrio st mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on or about (B)(6) 2017, the patient underwent surgery for the repair of two incisional hernias. A bard/davol ventrio st was implanted to repair the hernia defect. It is alleged that the patient underwent an additional operation to repair and/or remove the defected mesh on or about (B)(6) 2018. Further, another bard/davol ventrio st mesh was implanted. The patient injured severely and permanently. Attorney also alleges that the patient has suffered and will continue to suffer chronic physical pain, disability, hospitalizations, additional surgeries, has undergone and will likely require in the further other forms of care and medical treatments. Attorney also alleges that the device was defective.